Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer checked the instrument and detected a leaky and punctured tube in the rinse unit, leading to a contamination of the measuring cuvettes by sodium ions. He replaced the leaky and punctured tube in the rinse unit. The service actions performed by the engineer resolved the issue. The root cause was due to a leaking tube in the rinse unit (component failure).

Event description:
We received an allegation of questionable sodium electrode results for four patients¿ samples tested on a cobas 6000 c501 module. Sample 1: initial result: 161 mmol/l. Repeat result: 128 mmol/l. Sample 2: initial result: 175 mmol/l. Repeat result: 134 mmol/l. Sample 3: initial result: 194 mmol/l. Repeat result: 253 mmol/l. Sample 4: initial result: 313 mmol/l. Repeat result: 143 mmol/l. The customer questioned the initial results as they were high, and repeated the samples. No questionable results were reported outside the laboratory. According to the patients' medical history, the results with lower values were deemed to be correct.